Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg+b result for 1 patient sample tested on a cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The initial result was 0.744 mui/ml. The repeat result was 951.3 mui/ml. The reagent lot number is 584579. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.